Event description:
It was reported by the customer that they believed their insulin pump was not delivering the correct amount of insulin. Customer stated the device appears to only deliver half of the correct amount. For example, if he programmed 12.75u for delivery, it would only deliver 4.25u. During troubleshooting, it was discovered that the when new bolus amounts were entered, the device did not correct calculations based on the information. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 248 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.